Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system failed to boot correctly due to a geometry issue, which led to a lack of movement in the c-arm and restricted the table movement. Review of the system log file showed that an application error has occurred, specifically the error in gib post, and the fs-sp led was currently not illuminated. Fse restarted the system multiple times, but it had no impact. To resolve this issue, geo io box was replaced in different wo. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code updated correctly.